Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We confirmed that the customer's complaint was reproduced. Based on the results of the investigation, no image was displayed due to a malfunction of the video cable socket. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center was noted to have loose connectors. The issue was found in reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.